Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided photos identified the unit as fractured. The device history record was reviewed, and identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The complaint is confirmed via provided photographs. A definitive root cause is attributed to dropping of the instrument. Per the instructions for use "do not subject instruments to high loads and/or impact as breakage can occur" no corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that fter the surgery concluded the femoral inserter handle fell on the floor and the black impactor piece broke on impact. There was no patient involvement.